Event description:
It was reported that the patient presented for a follow up in clinic. Device interrogation revealed non-sustained right ventricular oversensing due to post-paced t wave oversensing exhibited by the implantable cardioverter defibrillator. Programming changes were performed. The patient was in stable condition.